Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿image flickering¿, was caused by the combined device, otv-s190 (serial no.: (B)(6). Additionally, the phenomenon, ¿minor rust found on the shaft of coupler unit¿ was confirmed and was determined to have been due to rust that occurred on the shaft of coupler unit because the device was not dried sufficiently during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the reported problem of a flickering image was not replicated. Minor rust was found on the spring retainer of the coupler unit. In addition, water leakage from switches and the cable assembly, and deformed switches on the camera head were discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported ¿image flecking¿ from the hd autoclavable camera head during an unspecified procedure. There were no reports of patient harm. The device was returned to olympus and evaluated. Upon inspection and testing, minor rust was found on the spring retainer of the coupler. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.